Manufacturer narrative:
Reference number (B)(4). Catalog number in is the international list number which is similar to us list number of (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced redness at the stoma site with pus discharge and went to the emergency department. A stoma site infection was diagnosed. The patient was initially put on oral antibiotics clindamycin, then switched to ceftriaxone 1 gr twice a day.